Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused respiratory failure and cancer. The patient alleges that the device will not turn on anymore and is noisy. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.